Event description:
The complainant reported that the automated impella controller (aic) did not recognize the purge cassette and would not move past the implant screen. There was no patient harm reported.

Manufacturer narrative:
E1: the name of the initial reporter and occupation is unknown. The investigation into purge disc/flag issues has been completed. The impella automated controller was returned for investigation. The data analysis of the logs validates complaint intake of lack of purge disc detection. The returned console was tested, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). The root cause of the issue was a broken/missing purge flag. This report is being filed as part of a retrospective review of historical records.